Event description:
A surgeon reported that during intraocular lens (iol) insertion, a vitreous leak occurred and the iol had to be removed. The lens was exchanged for a different model lens during the same surgery, which was also removed due to continuous vitreous leak. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).